Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite needle-free valve the valves were blocked. There was no report of patient impact. The following information was provided by the initial reporter: in the past week or so I have had multiple valves not working. I am unable to draw back of push on them. It unfortunately took 3 sticks on one of our patients for me to figure out that it was the valve that was bad. When disconnected, I hooked a saline to it and could not push anything with all my force.

Event description:
It was reported while using bd alaris smartsite needle-free valve the valves were blocked. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: in the past week or so I have had multiple valves not working. I am unable to draw back of push on them. It unfortunately took 3 sticks on one of our patients for me to figure out that it was the valve that was bad. When disconnected, I hooked a saline to it and could not push anything with all my force.

Manufacturer narrative:
H.6. Investigation summary: one sample model # 2000e, lot 22015447 was returned for quality investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd 10 ml syringe tip to see if a fluid flow path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they had multiple valves not working and unable to draw back of push on them could not be replicated. A device history record review for model #2000e and lot number 22015447 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 22015447. The root cause of flow issues - fluid blockage- could not be determined because the issue could not be replicated. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.